Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of console rpm speed adjust knob failure to adjust speed (speed adjust knob - internal communication error) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the investigation confirmed a problem with the device; however, the available information was insufficient to identify the root cause. Therefore, the conclusion code assigned to this investigation is cause linked to device but unable to trace more specifically.

Event description:
It was reported that the speed could not be adjusted. A 230v rotablator console kit assy gen was selected for use. During the procedure, it was found that it could not switch between high and low speeds. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6).

Event description:
It was reported that the speed could not be adjusted. A 230v rotablator console kit assy gen was selected for use. During the procedure, it was found that it could not switch between high and low speeds. The procedure was completed with this device. No patient complications were reported.